Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309646. Batch#: 4201575. It was reported that the bd luer-lok had leakage. The following information was provided by the initial reporter. Verbatim: rcc received a complaint via phone. Pir attached. Xxxx. Defective syringe. 309646 lot: 4201575. The medication is coming out the sides of the syringe. Xxx. Has 12 boxes of samples available for investigation. Customer would like replacements.